Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and motor error from the reservoir. The customer's blood glucose reading was 509 mg/dl. The customer treated with manual injections. The customer reported the drive support cap to appear normal. The customer stated that they went through an airport a month ago. During troubleshoot, the customer was able to complete pump rewind. The customer declined to troubleshoot for high readings and no delivery alarm. The insulin pump will not be returned for analysis.